Event description:
It was reported that during a shoulder arthroscopy procedure, the white section of the probe fell off inside patient. The probe was located and retrieved. No adverse consequences on the patient was reported.

Manufacturer narrative:
Additional info will be provided, once investigation is completed.